Manufacturer narrative:
Device evaluated by MFR: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the thickness of the flap to be thick with the flap thickness greater than twenty microns from intended in unknown eye of a patient, during lasik surgery.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite showed that the field service engineer (fse) found a screw dropped. After removal of the screw the system worked normal. Screws could potentially loosen due to vibrations or other external factors. The exact root cause for the screw dropping cannot be determined. Review of the logfiles for the day of treatment shows no relevant errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. The logfile shows two performed treatments. As not treatment report was provided, all treatments of the day were reviewed. All treatments were finished without any issue. No relevant deviation between planned and performed energy is detectable for any treatment. No technical root cause could be identified in the logfiles. The root cause could not be identified by the investigation. Why the screw dropped cannot be determined. Most likely root cause is a loosening of the screw over time, i.e. Wear. The manufacturer internal reference number is: (B)(4).